Event description:
Service engineer exposed to tissue fixation (penfix) while servicing instrument. Service engineer improperly assembled fitting for the fluidics system and chemical fixation poured over their hands. Service engineer went to emergency room complaining of cold, numbness, discoloration, and pain in hands. Engineer was prescribed tylenol and neosporin to prevent secondary infection. The engineer was released without any further follow-up appointments required.